Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on a specified date, the patient had experienced hypoglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) was at 62 mg/dl with cognitive impairment. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. Review of basal deliveries showed that basal history matches the active basal program settings. Review of total daily bolus delivery showed a greater than 5% discrepancy from the total calculated manually. Review of basal history indicated that the cause of the discrepancy was due to delivery suspension of undetermined causes. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a pump suspension of unknown cause.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not duplicated. Review of black box data did not find any atypical activities and the total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned battery cap, the pump powered up and functioned properly. Normal and audio bolus exercises were executed and recorded correctly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device.